Manufacturer narrative:
The returned device was evaluated and performed as designed. No bent was observed in the cannula. The pod was found to have terminated in an occlusion alarm, a safety feature not considered a malfunction. The audible alarm functioned as intended. The root cause of the occlusion could not determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The mylife omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 306 mg/dl and that the cannula was bent. The pod was worn for 2 days.